Event description:
Meter name: sure step enhanced. Strip name: sure step strips. Meter code: 7. Strip code: 7. Strip storage: properly. Symptoms: weakness and drowsiness. A patient reported they were getting incorrect readings. Their meter allegedly was inaccurately low. The result on their meter was 7.7 mmol/l. The result on the other sure step meter was 142 mg/dl. The time difference between patient's meter and other ss meter was less than 10 minutes. Treatment was customer called dr. And he reduced medication based on the low readings. Customer didn't known that the meter was set to the wrong measurements and believed customer was at 77. No further information has been reported.